Manufacturer narrative:
Additional information d9, h3, h6, h11. H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the actual sample showed the blood protection caps attached to the dialysate ports. These dialyzer connectors were evaluated with no issues noted. Functional testing was performed on both the device dialysate and blood sides, and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of a polyflux dialyzer, an external leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.